Event description:
A patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "right distal femur". Note indicates "2° to osteosarcoma, excursion 2017" additional notes state "loosening aseptic of dfr, for custom stem extracortical lateral plate and ha collar".

Manufacturer narrative:
Corrected data h3 device remains implanted to device not returned. Additional manufacturer narrative: an event regarding loosening involving a mets distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: "the implant in situ was for a distal femoral replacement which was inserted on the 2nd of (B)(6)2017. The surgeon reported aseptic loosening of the stem. The CT scan provided showed that the cement mantle has broken into pieces, especially around the distal part of the stem. There are gross radiolucent lines between the cement mantle and the cortical bone stem, which indicates aseptic loosening of the stem. There is some bone resorption along the femoral cortical bone but otherwise the bone is in reasonable condition. The above radiographic observation can confirm the reason for revision.". Product history review: a review of the product history records could not be performed as no batch number was provided. Complaint history review: a review could not be performed as no batch number was provided. Conclusions: an event regarding loosening involving a mets distal femur was reported. The exact cause of the event could not be determined because further information such as retrieval analysis on the explanted device and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. H3 other text : device not returned.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
A patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "right distal femur". Note indicates "2° to osteosarcoma, excersion 2017" additional notes state "loosening aseptic of dfr, for custom stem extracortical lateral plate and ha collar".